Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, displacement test or verify missing segments/partial display, flashing screen anomaly due to blank display. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to perform self test as the screen was flashing. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.